Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia above 200 mg/dl while using the ilet and observed insulin leaking from the cartridge area during a prior supply change, after which they administered a manual insulin dose without disconnecting from the ilet. Symptoms included high blood glucose for several hours without associated acute symptoms. Outcomes included self-management with backup insulin and no medical intervention or hospitalization. Investigation included product-use review, troubleshooting, and user education on disconnecting from the ilet for at least two hours when giving manual insulin. Investigation of this case revealed a suspected cartridge leak and potential overdelivery risk from concurrent automated and manual insulin dosing, consistent with a cartridge integrity issue rather than an infusion set issue. It was concluded, based on previously established findings for similar reports, that the cause was use error related to concurrent dosing in the setting of a suspected cartridge leak.